Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8323572. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event and previous investigations into this product family our engineer shave determined that the most likely root cause for this event is the presence of silicone residue on the sleeve stopper. Silicone is used in the manufacture of this device and can reduce the friction imparted on the surface of the sleeve stopper. To monitor occurrence such as these our team implements a pull test to confirm that the sleeve stopper is properly fixed into its position; we have increased the force requirements for this test as well as updated our finished goods inspection list and adjust temperature settings on the heat tunnels to increase the grip of the sleeve stopper. CAPA#1369844 was initiated.

Event description:
It was reported that the cap was disconnected during use with a bd prn adapter. The following information was provided by the initial reporter, translated from chinese to english: during the night shift, the nurse found that the rubber end of heparin cap attached to the PICC catheter was detached from the main body and could not be used again.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the cap was disconnected during use with a bd prn adapter. The following information was provided by the initial reporter, translated from (B)(6) to english: during the night shift, the nurse found that the rubber end of heparin cap attached to the PICC catheter was detached from the main body and could not be used again.